Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient with this lead felt worse shortly after pacemaker replacement. During a follow-up the lead impedance was very low at < 100 ohms unipolar, no reaction to provocative maneuvers was noted. A lead replacement was decided, but no explant date was provided.